Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? ¿ lot number provided 100hhb does not correspond to product code "hs6855" prolene hemoseal suture, it corresponds to product code "5666g" nurolon nylon suture. Please confirm product code and lot number involved in this complaint: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the surgery, the problem of pulling off suture needle happened without reason, and the needle fell into the patient's body and was quickly found, and the needle and suture were taken out. New suture was replaced to complete the suture. No adverse patient consequences were reported. Additional information was requested.